Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during flushing of the brown and blue lumens on a central line, the caps caught a blood clot. It was further reported that the blood clot got stuck in a one-link needle-free IV connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.